Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin shoots when priming. Customer stated that the clock runs slow. Customer stated that the oily rainbow effect on screen makes screen hard to read. Customer stated that the insulin pump had motor error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.